Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was a gap in the case halves near the flange sensor location and the top enclosure popped out of place. A flange sensor test was performed with failing results. The case halves were then popped back into place, and a flange sensor test was performed again, this time with passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A review of the event history log was performed, and it was observed that there was an instance of a flange sensor failure. The reported condition was verified. During evaluation it was determined that the additional strain on the case halves was found to be causing the flange sensor failure. To resolve this issue, a case closing/device assembly, calibrations, and release testing were performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump displayed a system error 21502 (flange sensor failure). This occurred out of the box in the biomed service department. There was no patient involvement. No additional information is available.